Manufacturer narrative:
Conclusion: based on the available information there is no indication of a malfunction of the mr system or coils used that could have contributed to the incident (technical assessment and log file analysis of the specific device was performed) . The observed blistering can be explained by skin to skin contact between the left thumb and left thigh. No padding was used to prevent this from happening and the patient was not able to indicate a burning sensation due to being sedated during the procedure.

Manufacturer narrative:
Philips has started an investigation of this complaint.

Event description:
In this case, the customer reported that a pediatric patient received a burn while under general anesthesia during a whole spine scan. The burn was stated to be through skin ¿ skin contact (back of left thumb to left thigh). However, the extent of the reported injury (burn) is unknown at this time. This event is considered a reportable event and is currently under investigation.